Manufacturer narrative:
Initial reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 4 for the same event. It was reported from (B)(6) that during a vertebral surgical procedure, it was observed that the "handles" were overheating on four attachment devices. The report stated that a few minutes after the start of the surgical procedures, the devices were hot and could not be handled by the operator. There were no delays to the surgical procedure as spare devices were available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the reported condition that the device was overheating could not be confirmed. Therefore, the assignable root cause could not be determined. However, during evaluation, it was determined that the device would not accept the cutter (secure lock cutter). The burr lock mechanism assembly was disassembled and buildup of medical debris was observed inside the spindle and burr lock assembly. It was determined that the cause for not securing a cutter was likely due to the debris and residue preventing the lock tabs from moving into place. It was determined that the cause of the medical debris and detergent residue buildup was due to improper cleaning, sterilization, and/or maintenance, which is misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.